Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim. Tried to flush through smartsite needle less connector and it wouldn¿t flush. Thought the IV had clotted during lab draw after insertion not more than a couple minutes prior.

Manufacturer narrative:
One sample model 2000e, lot 24036122 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was not observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was unable to be flushed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause that generate the occlusion reported is an incorrect amount of fluorosilicone in the piston.

Event description:
No additional information.